Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced a low blood glucose (bg) level on multiple occasions. However, the exact values were not provided. Reportedly, the user had seizures, had fallen, and due to falling experienced concussions as well as bruises as a result. The user addressed bg level with glucose via a feeding tube. Reportedly, the emergency medical technician (emt) was called for 2 of the low bg events and attempted to put an intravenous (IV) line of glucose, but they were unsuccessful. The user reported it is difficult for the emt to put an IV in the user. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue. However, a different issue was identified. Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed between (B)(6) 2017. Basal rate was adjusted drastically between (B)(6) 17. On (B)(6) 2017, basal rate was adjusted as high as 2.4 u/hr. By (B)(6) 2017, basal rate was adjusted as low as 6 u/hr. Then by (B)(6) 2017, basal rate was adjusted to around 1.5 u/hr. User made a few bolus requests without entering current bg level and still having insulin on board (iob). Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Making drastic adjustments to basal rate settings could lead to low bg levels. There is no evidence that the insulin pump experienced a malfunction or failure.